Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter ac*t 5 diff analyzer generated erroneously high platelet results without instrument generated flags on a patient specimen. The operator compared the high platelet results with the patient's previously known platelet results and noticed the discrepancy. No erroneous results were reported out of the laboratory. The operator reran the specimen and recovered a platelet result that was lower and more consistent with the patient history which the customer considers correct and this report was reported out of the laboratory. No death, serious injury, or change to patient treatment is associated with this event.

Manufacturer narrative:
The specimen was sampled within 2 hours and stored at room temperature. Controls were run before this event and recovery was within assay limits. The instrument is currently within qc specifications with respect to controls (accuracy) and reproducibility (precision). Service was not dispatched for this event.